Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to device replacement procedure, high capture threshold was observed. Device was turned off until replacement. Lead was capped and replaced. Patient's condition was stable.